Manufacturer narrative:
E1: reporting institution phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed that the issue was due to a defective loudspeaker assembly. The customer was provided a replacement loudspeaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating there was a defective speaker and no sounds were produced. The device was not in use on patient at time of event, there was no adverse event reported.